Event description:
Reportedly, during a f/u performed on (B)(6) 2011, some atrial events were detected around the programmed sensitivity 0.6mv. Therefore, no message informing insufficient sensing margin was displayed. The physician required explanation.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.